Event description:
The customer reported to customer service that the power supply for her breast pump is falling apart. Customer stated the power supply had not been dropped but fell apart.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that after two months of use the transformer casing came apart while it was plugged in. The customer stated that the "screws that hold it together cracked and the whole thing opened up" exposing underlying wires/electronics. She also indicted she did not witness any sparking, fire or flame and that no injuries were sustained as a result of the issue. The customer did state she had shipped the product back to medela for evaluation, however, as of today's date the product has not been received in for evaluation. The product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored.